Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call issues with the infusion set. The customer¿s blood glucose was 450 mg/dl at the time of incident. Customer reported issue with the infusion set insertion and it being bent or blocked. During troubleshooting, customer confirmed that the insulin exited after a 5 unit prime was delivered. Advised customer of proper handling of infusion set to avoid bent cannula. Customer also reported to have experienced a high blood glucose of 450 mg/dl and declined troubleshooting. The infusion set is being replaced and is expected to return for analysis. No insulin pump is returning.